Manufacturer narrative:
Analysis of the 97714 determined that there were no significant anomalies. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturing representative (rep) and a patient. The patient reported that they noticed they have continued to turn up their stimulation without getting relief. They stated that they had to turn stimulation so high that it was uncomfortable, and they still aren¿t getting relief. The patient also mentioned that they continued to charge their device, and it takes 4-6 hours to charge their battery even with a good signal. They stated that these issues have gradually started over time and have gotten worse. The rep interrogated the implantable neurostimulator (ins), and impedances were within normal limits. It is unknown if there were any contributing factors. The patient¿s ins was replaced on (B)(6) 2019, which resolved the issue. No further complications were reported or anticipated. Indication for use is unknown.

Manufacturer narrative:
A supplemental report will be submitted when analysis results are available. If information is provided in the future, a supplemental report will be issued.